Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka was performed on (B)(6) 2008, patient presented with anterior/posterior instability. A revision surgery was performed on (B)(6) 2022 to replace the journ art ins bcs std 3-4 lt 9 with a j2 crdd of the same size. Upon revision, the post of the journ art ins bcs std 3-4 lt 9 was found to be fractured. The current health status of the patient is unknown.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was found to be fractured along the post of the device, rendering the device inoperative. The device shows signs of prolonged use. The fractured component was also returned. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. The clinical/medical evaluation concluded that per complaint details, a revision was performed approximately 14.5 years post implantation due to a/p instability with an intraoperative finding of a fractured post from the articulating insert. It was communicated that the surgeon has not responded in regard to the requested medical documentation and the patient current health status remains unknown. The knee system IFU/possible adverse effects addresses fracture of implant components may occur and warns components have a finite expected service life and may need to be replaced. Without the requested medical documentation, no definitive clinical factors could be concluded which would have contributed to the reported event; however, the length of time in-vivo could not be ruled out. Patient impact beyond the reported instability and revision with an anticipated recovery phase could not be further assessed. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.